Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were submitted to the manufacturer for evaluation. Retained samples with the same lot number were visually inspected for cracked and then physically tested for leakage. The retained samples were within specification and no cracks or leakage was observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the retained samples were within specification. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of malfunction/failure:infusion connector leaks description of event:in order to prevent blood reflux into the catheter and form blood coagulation catheter blockage, the infusion connector leaked after several hours of use, and fine cracks were observed in the positive pressure connector. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.